Manufacturer narrative:
This report was opened in error. There is no complaint on this lead and it remains actively implanted.

Event description:
This lead was explanted and replaced due to noise. Should additional information become available, this file will be updated.